Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found there was a no device found message and the recharger was scrapped after failing testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that  the rtm cord was getting really hot where the cord goes into the paddle. Caller noted that the ins was for the pt's upper body, hands and arms. Caller stated that this issue first started "like a couple days ago". Caller stated that he thinks that the pt was able to recharge the ins after the issue started, however the issue is happening again today. Caller also stated that the controller itself had been giving them an issue as the controller is wanting to "lock up"; patient services (ps) attempted to clarify further with the caller and caller stated that the controller would just stop and wouldn't let them change or look at anything. Caller noted that they thought the controller was okay right now though and that usually resetting the controller works. Ps asked the caller when the issue first started and caller advised that they though the issue started at the same time as the rtm cord getting hot, so caller thought that maybe there was a short in the rtm cord that's causing the controller issue as well. Patient told them the controller also got hot while recharging. No symptoms or patient complications were reported.